Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. In (B)(6) 2011, due to unstable angina, the patient underwent the index procedure with the placement of a 2.25x20mm taxus liberte stent in the distal right coronary artery (rca). Post procedure residual stenosis was unknown with timi 3 flow noted. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced unstable angina and was admitted to the hospital. A 6 months follow-up revealed the unstable angina . Negative enzymes was also noted. One day later, the patient underwent left heart catheterization with the placement of two unknown size stents. One in the posterior descending artery and another in the vein graft to the diagonal coronary artery. The patient was later discharged and the event outcome was noted as recovered/resolved. In the investigator's opinion, the event of unstable angina was considered mild in intensity, not related to the study drug, study device and or procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).